Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel mouth was damaged, a old version main power switch, a worn-out socket slider switch cause intermittent use of high intensity mode, corrosion inside the scope socket tubing and a olympus lamp life meter was reading at 50+hours, light output measured within range. Corrosion noted inside the air pump tubing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, water leaked from the output connector socket and the balloon would not inflate unless the scope was wiggled around for the water to go through quicker on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event of the balloon not inflating unless the scope is moved in small increments occurred due to connector wear. However, the specific root cause could not be determined at this time. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.